Event description:
It was reported that the device was being used during a gastric bypass surgery. It was reported that the device would not open. The device was excised from the tissue. Another device was opened and the procedure was completed. There was no additional consequences to the pt.